Manufacturer narrative:
Summary of analysis: the lead has sustained some minor damage; however, the damage would not have contributed to the reported lead dislodgement. The fixation lines are normal. Cannot verify the complaint of dislodgement. The lead has no j shape for this study. This report is late due to an administrative error.

Event description:
The reporter indicated that the lead dislocated. Both leads involved in a study designed for comparison of active and passive fixation of atrial leads. Both leads were implanted in two different patients and after the dislocation, they were replaced by another lead.